Event description:
Caller reported an error related to their continuous glucose monitor (cgm). There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump, and after the reset, the caller was able to successfully start a new sensor session without any further errors.